Event description:
It was reported that a large volume intermate leaked. This occurred after filling with sodium chloride solution. The reporter stated that solution had leaked from the device, which was ¿almost completely empty.¿ it was further reported that the ¿blue stop clamp of the bottle was completely detached causing the fluid to pour out.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured october 24, 2013 - october 25, 2013. The device was received for evaluation. Visual inspection revealed fluid in the overpouch that contained the device. Further visual inspection revealed that the tubing was broken at the junction of the luer post. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.